Event description:
The manufacturer received information alleging a ventilator failed to alarm when a patient became disconnected from the device. The patient expired. The issue was investigated by the reporting facility and the ventilator was found to perform as designed. The device was placed back into patient use. The manufacturer has requested the return of the ventilator for investigation. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.